Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using an ilet system with a steel infusion set and 23-inch tubing, with evening glucose in the low 200s followed by small automated corrections and subsequent overnight lows; the user did not announce meals at dinner and sometimes overcorrected lows with oral carbohydrates. Symptoms included low blood glucose with recurrent alarms. Outcomes included self-treatment with oral glucose and return to normoglycemia between episodes, without hospitalization. Investigation included remote troubleshooting and education, including a supervised supply change, verification of proper tubing fill prior to insertion, review of infusion site rotation and absorption considerations, and guidance on site location. Investigation of this case revealed appropriate device infusion setup after coaching, possible glycemic variability related to unannounced meals and overcorrection of hypoglycemia, and no evidence of infusion site scarring. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.